Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with cracked retainer, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage during the visual inspection. Thus and carelink software was utilized and downloaded trace/ history files properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, the insulin pump passed all required testing. Unable to verify customer alleged for low blood glucose. The force sensor is within specification and the motor functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged was hospitalized for low blood glucose's. The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with cracked retainer, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage during the visual inspection. Thus and care link software was utilized and downloaded trace/history files properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for low blood glucose's. The force sensor is within specification and the motor functioning properly.

Manufacturer narrative:
The information related to event has been updated and provided in this report.

Event description:
Customer said medtronic continuous glucose monitoring system had excessive bleeding at her sensor site, so she discontinued it. She said that due to having discontinued the continuous glucose monitoring system, she was unable to detect a low blood glucose of 20 mg/dl on (B)(6) 2021, resulting in a car accident. The customer cites hypoglycemia unawareness/being a brittle diabetic and not being on continuous glucose monitoring system therapy at the time as the reason for both the low blood glucose value and subsequent accident. Emergency medical service was dispatched and gave her glucose gel and took her to the emergency room, where she was monitored. Customer has changed insertion site to the thigh and has stopped taking the blood thinner medication and has resumed continuous glucose monitoring system therapy.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to low blood glucose level on an (B)(6), 2021. The customer's blood glucose level at the time of incident was 20 mg/dl which resulted in her getting into a vehicular accident while driving. Customer was treated with emergency medical services ambulance emergency visit food, glucose and carb intake in hospital. The auto mode feature was not using at the time of reporting low blood glucose event. The insulin pump will not be returned for analysis.